Manufacturer narrative:
(B)(4). Device evaluation summary: it was received one empty opened foil of product code t4682, lot mp6434 for analysis. As no needle or suture was returned for evaluation, we are unable to investigate further to the issue of ¿the thread pulled off from the needle when the intern wanted to put the needle on the needle holder". Additional information was requested and the following was obtained: was the reported event noticed during use on patient/ while suturing? No, before use on patient. Were there any unexpected outcomes or complications as a result of the delay in the operating room, delay of execution acts / care ? No. Was the procedure completed successfully? And how? Use of another thread. Patient current condition? No problem.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread pulled off from the needle when the intern wanted to put the needle on the needle holder. There was a risk for delay in the operating room. There were no adverse patient consequences reported.